Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occured. The 90% stenosed target lesion was located in the mildly tortous and severely calcified brachial vein. A 6.0 mm/2.0cm/50 cm peripheral cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.